Event description:
Customer called because her insulin pump was alarming button error while she was at work. Customer's blood glucose level was 160 mg/dl. There were no significant events leading up to the alarm. Customer was advised to discontinue use of the device and revert to a back up plan. The device will need to be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. No button response due to flattened act button dome switch. Minor scratched lcd window, cracked display window corners, battery tube threads and cracked reservoir tube lip noted. Unable to perform the displacement test due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.